Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump was not delivering correctly. The reporter stated that the patient had blood glucose levels in the 300+ mg/dl range with positive ketones of 1.2 to 2.9 mmol/l (large ketones) and nausea. The pump was unable to be reviewed at the time of the call. The reporter stated that blood glucose levels returned to normal with manual injections. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation of a pump delivery issue.